Event description:
Bilateral patient. Litigation alleges that patient has experienced severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis.

Manufacturer narrative:
(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 4/2/15pfs and medical records received. After review of the medical records for MDR reportability, the part numbers are being updated for the head/liner. Pfs alleges that if metal ion levels don't decrease after left hip revision ((B)(4)) that the patient would be revised for the high metal ions for the right hip. At this time no repeat lab levels have been provided (dated after the dor for the left hip) so the stem isn't being reported for high metal ions. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/15/2014- pfs and medical records received. After review of the medical records for MDR reportability, the left hip was revised on (B)(6) 2014 for high metal ions and possible psuedotumor (never confirmed). Lab results from (B)(6) 2014 indicated both cobalt and chromium levels were above 7ppb. The MDR decisions for the metal liners are being changed to reportable at this time. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Update: (B)(6) 2012 - medical records were received and available on a disc. Records indicated doi on the left hip as (B)(6) 2004 and doi for right hip as (B)(6) 2004. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges pulmonary embolism and loose cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.